Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. While setting up the system for testing, the fse found one of the system blue fiber cables would not lock into the blue cable ports properly. The fse removed the cable from the system and installed the customer's spare blue cable. The fse sent the customer a new blue cable via fedex. The fse could reproduce the reported fault upon system startup. The fse replaced universal surgical manipulator (usm) 4 to resolve the issue. The system passed all testing after usm 4 replacement. The system was tested and verified as ready for use. The blue fiber cable (pn: 371721-03) involved with this complaint is a field scrap item and will not be returned for further investigation. Isi received the other part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure with the usm. When the gold unit insertion stator was installed, error 32069 still occurred during system test. When the arm was tested on patient side cart fixture test platform (pftp), it failed insertion direction, chipencoder virtual absolute (cva), brake hold, etc. The testing could not move on. When the insertion cva disc, cva pca, and flat flex cable (ffc) were replaced, error 23069 was gone but error 23087 came in. The arm was then forwarded to the repair tech for initial repair to replace the insertion stator, cva disc, cva pca and ffc. (Insertion motor module top housing assy was replaced). After the initial repair, the arm was tested on pftp and passed direction test, cva characterization, sensors check, carriage strength, back drive, friction speed high, carriage sensor check, carriage friction test low and high, and advanced brake test. Insertion stator, cva disc, cva pca, and ffc will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer received repeated 23069 errors when inserting instruments on arm 4. The customer reportedly attempted to power cycle and emergency power off (epo) the patient side cart (psc) with no change after a restart. The customer was to continue without universal surgical manipulator (usm) 4 for the procedure. The procedure was completed as planned with no reported injury.